Manufacturer narrative:
The biomedical engineer reported that the central nurses station (cns) went down while monitoring the 6west tower. Biomedical engineer replaced device with spare to resolve the issue. At this time, the customer has not returned the device for evaluation.

Event description:
The biomedical engineer reported that the central nurses station (cns) went down while monitoring the 6west tower.